Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support. While on support, the patient was having supraventricular tachycardia (svt) and heart failure. Physician repositioned. Additionally, the sterile sleeve was found to be damaged. The patient survived the event.

Manufacturer narrative:
The investigation into product damage (sterile sleeve damage) and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21862. E4 should have been left blank. G1 reporting contact email. G1 reporting contact fax number missing.